Event description:
On february 5, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. The escalation team reviewed the user's data and determined that there was no indication of an issue with the system. It was also noted that the reported symptoms were consistent with situations in which estimated values provided by the app were entered as calibrations, rather than true bg values. The team recommended advising the user to do the following: "enter calibrations using the exact value from a finger stick reported by the bg meter and the exact time at which the bg was measured. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in sensor readings." Upon reviewing dms, the user was using the system and receiving up-to-date glucose readings.